Manufacturer narrative:
The technician found the side rail latch assembly was covered with a sticky substance. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the side rail latch assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in a hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).